Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer was working with her doctor on the basal rates and frequency of set change. Customer ends up changing the set every 2 days and her blood glucose is fine if she does that. Customer did have a high blood glucose today that she corrected already at the time of the call. Customer's blood glucose was 410 mg/dl. Customer stated that it was due to eating grapes that she didn't bolus for. Customer stated that the insulin pump was functioning correctly. Customer reported feeling sick sometimes that is related to stress because her father is going to be passing away soon. Customer has already spoken with her doctor and has a prescription for phenergan. Customer stated that she was on her way to pick up her niece from the airport.